Manufacturer narrative:
Log file analysis; a review of the controller log files associates with the vent captured in (B)(4) showed data only through february 15, 2015 while the event date was (B)(6) 2015. No alarms have been logged in the last 14 days of available date. (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event and no device malfunction was reported against (B)(4). The device passed functional and dimensional examination but failed visual examination most likely due to the scoring marks observed on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause, there is no evidence to suggest that a device malfunction caused or contributed to the reported even heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Further investigation is in progress. It was indicated that the device will be returned to the manufacturer for analysis; however, it has not been received. Pump thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters and how to recognize alarms for pump power conditions that may indicative of thrombus or other tissue fragments in the pump. It further guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support (mds) specialist that the pump had to be exchanged on (B)(6) 2015 due to pump thrombus. The patient had been monitored for suspected pump thrombus in hospital prior to pump exchange. The patient is stable and no longer showing signs of a pump thrombus.